Manufacturer narrative:
Product event summary: at analysis it was noted that the outside casing was broken and that the cursor position did not coincide with the pen and that the calibration was invalid. The upper and lower cases were replaced, as were the pad-thermal processor and chart recorder, the bezel assembly and the intentional radiator symbol. The software was updated and the programmer then passed its functional testing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's handle was damaged. The programmer was returned for service. No patient complications have been reported as a result of this event. It was further reported that the device subsequently tested out of specification during manufacturer's analysis.